Event description:
Change from 1-level to 2-level symptoms that required surgical treatment. Surgeon had to remove 1-level hybrid plate and replace with 2-level plate.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental.